Manufacturer narrative:
(B)(4). Evaluation summary: one defective and one companion sample were returned for evaluation. However, the defective sample was contaminated and was discarded. The companion sample was visually examined and no defects were observed. The companion sample was gravity tested and liquid flowed correctly through the tubing. The reported condition was not confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) of a light sensitive drug set in which a leak was observed from the set after connecting the set to an unspecified device. The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention in association with this event. The customer reported that these sets are being changed every 72 hours. No additional information is available.